Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the exact root cause can not be returned at this time. The quality engineering risk assessment for this failure mode was reviewed and it was determined that risk mitigation activities are being investigated. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
PMA/510(k) #exempt. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the ultrathane mac-loc locking loop multipurpose drainage catheter separated from the rest of the catheter portion of the device. Another device experienced a similar failure afterwards (reference MDR # 1820334-2017-04158). A third device was used successfully, with no further issues reported. The customer has confirmed that no patient adverse events resulted from the issue, and no additional procedures were necessitated. Additional information has been requested from the customer, but none has yet been made available. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.